Event description:
It was reported the patient fell in 2002 and "knocked the wires loose." The patient's health care professional determined the device needed to be replaced due to this, and the device and leads were replaced. No further details were provided.

Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension, product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension, product ID 7435, serial # (B)(4); product type programmer patient, product ID 3487a, lot # l71749, implanted: (B)(6) 2000, explanted: (B)(6) 2002, product type lead, product ID 3487a, lot # l72960, implanted: (B)(6) 2000, explanted: (B)(6) 2002; product type lead.